Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the leads were explanted and replaced on (B)(6), 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Date of event is estimated. The method, results, and conclusion codes will be sent in a subsequent report once investigation is complete.

Event description:
Manufacturer reference number: 3006705815-2021-00097. It was reported that the patient was unable to set the ipg to MRI mode. Troubleshooting was attempted without success. Diagnostics revealed high impedances. X-rays were taken and a lead appeared to be fractured. As a result, surgical intervention may take place at a later date to address the issue. It is unknown which lead had fractured, therefore both leads are being reported.

Manufacturer narrative:
A4: patient weight added to the report.